Event description:
Patient presented to the hospital after a run of vt. It was noted that atp therapy ended the run of vt. Fluoroscopic revealed lead fracture and cable outside of lead body. It was later reported that the associated ICD was explanted due to eri. At the time of the surgical procedure, the physician decided not to change out the lead, as no anomaly was observed. All measurement were normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.